Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 6mg/day via an implantable pump. The indication for use was non-malignant pain. A volume discrepancy was reported. The reporter did know specific volumes but was told they have been off the last couple of refills. It was unknown when the volume discrepancies started. There were no patient symptoms. The patient was being seen the day of the report. On (B)(6) 2016, additional information reported that the patient was in today and they were going to do a dye study but the healthcare provider was unable to aspirate the catheter. They accessed the reservoir to check the volume and were expecting 20.8ml but pulled out all 40ml. The reporter learned at the last refill they pulled out 34ml but did not know what was expected at that time. The patient hadn¿t experienced any withdrawal, ¿he has been fine.¿ per the reporter the next steps are to be determined. The healthcare provider planned to meet with the patient to discuss if they would like to continue with pump therapy. They may do a catheter revision if they continue using the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was going to speak to patient about pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.